Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her one touch ultra 2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated the alleged power issue began the morning of (B)(6) 2013. It is not known what medications, if any, the patient takes to manage her diabetes. At an unspecified time on (B)(6) 2013, the patient stated she had more food/drink in response to the alleged issue. The patient stated, ¿a couple hours¿ after the alleged issue occurred, she developed symptoms of ¿faint, nauseous, shaking, pacing, ocd, nervous¿. The patient denied receiving any treatment. At the time of troubleshooting, the cca documented that this was not the first time the patient used the subject meter, and there was no misuse of the product. The cca discovered that the patient was using expired test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.